Manufacturer narrative:
Pump performed within specs. Cylinder performed within specs. Cylinder had or damage. Tubing was functional.

Event description:
Information received on 3/28/97 indicates the cylinders were removed from the patient and replaced on 2/27/97. Additional info received on 6/10/97 indicates the cylinders and pump were removed from the patient and replaced due to patient dissatisfaction.